Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing x-rays immediately after the procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, the patient undergoing an MRI procedure, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, touching or picking the wound, and the patient having contraindicating conditions have been ruled out. However, the patient was implanted in the infra orbital region to treat facial pain which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
It was reported the electrode end of the neurostimulator was sitting too superficially and was causing the patient discomfort. An explant procedure was performed on (B)(6) 2024. The patient is well following the explant procedure.